Event description:
It was reported that customer experienced intermittent alarm 20 after rack pushrod was removed, and inspection showed damage to rack pushrod causing cartridge fit issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.